Manufacturer narrative:
Additional information: d10, h3 plant investigation: the complaint device was returned to the manufacturer for physical evaluation. The ogden adapter caps and corporate provided blood port caps were returned attached to the dialyzer. Blood was present throughout the dialyzer and coagulated blood was noted within both header end caps. A broken/looped fiber was noted in the dialyzer housing at approximately 350 degrees. The returned sample was subjected to a laboratory bubble point test. A leak was not detected during testing, possibly due to the presence of coagulated blood within the header end caps. The dialyzer was subjected to destructive disassembly for further visual examination. Near the broken/looped fiber (at approximately 350 degrees), was a potted fiber fragment. The identified fiber fragment extended out of the polyurethane (pu) potting surface and measured approximately 0.18 mm in length under magnification (x30). Under magnification (x100), pu appeared to be blocking the fiber end. It is unknown if the identified broken/looped fiber was a portion/section of the broken potted fiber; however, the opposing end of the fiber fragment was unable to be identified during evaluation. No other damage or irregularities were noted on the returned sample. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was then conducted by the manufacturer. There was one reported non-conformance (nc) during production of the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The manager of dialysis operations at a user facility reported an internal dialyzer blood leak that occurred during a patient¿s hemodialysis (hd) treatment. During follow-up with the manager, it was reported that there were actually two dialyzer blood leaks involving the same patient. The first leak occurred when a fresenius 2008t machine alarmed with a blood leak alert after an unknown length of time into the patient¿s hd treatment. There was no visible blood observed in the dialysate. Blood test strips were used, and they tested negative. The patient¿s treatment was discontinued, and their blood was not returned. The estimated blood loss (ebl) from this first event was less than 200 ml. The patient was then re-setup with new supplies on a different 2008t machine. Approximately one hour into the second attempted treatment, the machine alarmed with a blood leak alert. The blood leak was reportedly visible in the dialysate compartment of the device. A blood test strip was used to test for the presence of blood, and it tested positive. There was no damage identified on the dialyzer. After the machine alarmed, the treatment was once again discontinued, and the patient¿s blood was not returned. The patient¿s ebl for the second event was also less than 200 ml. The patient elected to return the following day to perform their hd treatment. The following day, their treatment was completed with no problems. The patient was utilizing medisystem bloodlines for both treatments. It was confirmed that there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported events. This report captures the second dialyzer blood leak event. The device was retained and reportedly available to be returned for manufacturer evaluation.

Manufacturer narrative:
Additional information: this complaint captures the second of two consecutive blood loss events involving the same patient, please see associated MDR (MFR report #: 1713747-2020-00265). The plant investigation is still in process. A supplemental MDR will be submitted upon completion of this activity.